Manufacturer narrative:
Background information: quickie 2 wheelchair owner's manual, rev. F states: "inspect wheel locks weekly per the maintenance chart. Do not use your chair unless you are sure both wheel locks can fully engage. A wheel lock that is not correctly adjusted may allow your chair to roll or turn unexpectedly. Wheel locks must be adjusted after making sure the tires have the correct air pressure. When fully engaged, the arm should be embedded into the tire at least 1/8" to be effective" and "if you find the wheel locks have slipped or are not working correctly contact your sunrise medical authorized dealer for proper adjustment". Quickie 2 wheelchair owner's manual, rev. F, page 31 states: "we warrant all sunrise-made parts and components of this wheelchair against defects in materials and workmanship for one year from the date of first consumer purchase" discussion: after evaluating the complaint, the dealer reports that the end user tried to engage the wheel lock, but it did not hold and the end user fell out of the wheelchair. The end user stated she lost a bolt/nut from the wheel lock assembly before the incident along with looseness of the hardware in general but didn't know where the parts went after the alleged fall. It was determined that based on similar complaints and products received, the potential root cause could be hardware loosening over time leading to insufficient wheel locking force. This potential root cause with respect to this wheelchair is currently under continuing investigation and additional information about the wheellocks are being requested for review. Based on the owner's manual, the user or dealer should be performing maintenance to reduce the risk of wheel locks becoming non-functional or broken. The component has not been received for evaluation at the time of this filing. The age of the chair at the time of this complaint was around 2 months. According to the quickie 2 wheelchair owner's manual, sunrise medical has a one year warranty from date of purchase for all sunrise-made parts and components that have defects in the material or workmanship. The dealer requested a quote for the warranty replacement for the left side wheel lock. The end user reported that during the incident, she allegedly injured her left leg, causing swelling. She believes the incident may have aggravated a previous injury that is unrelated to this case. She also reported receiving scrapes as well. The end user scheduled a doctor's appointment to have an x-ray done on the affected leg but she did not go to the appointment. She may reschedule at a later time. The end user reports that scrapes are slowly healing and the left leg still hurts. Conclusion: in conclusion, the loosening of the wheel lock hardware over time is the primary potential root cause identified at this time. The investigation into the matter is ongoing. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. There were injuries reported in this case, but they were determined to not be serious. Because the failure mode of non-functioning wheel locks has been previously reported, per 21 cfr 803.50, this MDR is being filed. Upon receiving any additional relevant information from this case, a supplemental report will be filed.

Event description:
The dealer reports that the end user tried to engage the wheel lock, but it did not hold and the end user fell out of the wheelchair. The user stated she lost a bolt/nut from the wheel lock assembly before the incident but didn't know where it went. The end user reports that when she fell, she hurt her left leg, reportedly causing swelling and scrapes. She scheduled a doctor's appointment for an x-ray for her leg, but did not go. The component has not been received for evaluation at the time of this filing.